Event description:
Shortly after a lead placement procedure, the patient was explanted. The physician's office reported that the patient was explanted due to spinal cord compression. The patient was hospitalized and is reportedly in doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for evaluation.